Manufacturer narrative:
No additional info available at this time. As additional info becomes available, it will be reported as required.

Event description:
It was reported that the c-arm drape was encapsulated in a black dust. Changed to new drape. There was no report of pt injury.